Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("heavy uterine bleeding") in a (B)(6) female patient who received essure (ess205). The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient started essure (ess205). On (B)(6) 2013, 2211 days after starting essure (ess205), the patient experienced menorrhagia ("menorrhagia"). On (B)(6) 2016, the patient was diagnosed with uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and clinically significant/intervention required), anaemia ("anaemia") with fatigue and dysmenorrhoea ("dysmenorrhea"). The patient was treated with norethisterone acetate (aygestin) and surgery (diagnostic hysteroscopy and endometrial ablation). Essure (ess205) treatment was not changed. At the time of the report, the uterine haemorrhage, anaemia, dysmenorrhoea and menorrhagia had not resolved and the uterine leiomyoma outcome was unknown. The reporter considered uterine haemorrhage, anaemia, dysmenorrhoea, menorrhagia and uterine leiomyoma to be related to essure (ess205). The reporter commented: the plaintiffs post-procedure course has been marked by heavy uterine bleeding, fatigue and anemia. On or around (B)(6) 2007, the plaintiff underwent a hysterosalpingogram (hsg), which demonstrated that her bilateral fallopian tubes had occluded. On or around (B)(6) 2013, the plaintiff underwent a transvaginal ultrasound to evaluate her complaints of dysmenorrhea. The ultrasound showed no evidence of fibroids. On or around (B)(6) 2013, the plaintiff presented for an office visit with complaints of two months of menorrhagia. She was prescribed a higher dose of aygestin (a form of progesterone) to control the bleeding. She continued to complain to her medical providers of abnormal menstrual cycles and abnormal uterine bleeding. On or around (B)(6) 2016, she underwent a diagnostic hysteroscopy and endometrial ablation to treat her abnormal uterine bleeding, which was poorly controlled on medication. The plaintiff continues to suffer from heavy bleeding and anemia caused by the implantation of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2007: hysterosalpingogram result was bilateral fallopian tubes had occluded. On (B)(6) 2007: ultrasound scan vagina result was evaluation of dysmenorrhea: no evidence of fibroid. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced a heavy uterine bleeding. This event is anticipated in the reference safety information for essure. She underwent an endometrial ablation and coils were not removed. Changes in bleeding pattern, including heavy and unscheduled bleeding may occur with consumers under essure use. This particular, patient was diagnosed with uterine fibroids approximately 6 years after essure insertion which can be an alternative explanation for her heavy bleeding. However, based on a positive temporal relationship, causality between the event heavy uterine bleeding and essure use cannot be totally excluded. Other nonserious events were also reported. This case was regarded as incident since intervention was required (endometrial ablation). A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('heavy uterine bleeding') in a 44-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia"), 6 years after insertion of essure (ess205). On (B)(6) 2016, the patient was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), iron deficiency anaemia ("anaemia") with fatigue, dysmenorrhoea ("dysmenorrhea"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding"). The patient was treated with norethisterone acetate (aygestin) and surgery (diagnostic hysteroscopy and endometrial ablation). Essure (ess205) treatment was not changed. At the time of the report, the uterine haemorrhage, iron deficiency anaemia, dysmenorrhoea and menorrhagia had not resolved and the uterine leiomyoma, pelvic pain and genital haemorrhage outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, iron deficiency anaemia, menorrhagia, pelvic pain, uterine haemorrhage and uterine leiomyoma to be related to essure (ess205). The reporter commented: the plaintiffs post-procedure course has been marked by heavy uterine bleeding, fatigue and anemia. On or around (B)(6) 2013, the plaintiff underwent a transvaginal ultrasound to evaluate her complaints of dysmenorrhea. The ultrasound showed no evidence of fibroids. On or around (B)(6) 2013, the plaintiff presented for an office visit with complaints of two months of menorrhagia. She continued to complain to her medical providers of abnormal menstrual cycles and abnormal uterine bleeding. On or around (B)(6) 2016, she underwent a diagnostic hysteroscopy and endometrial ablation to treat her abnormal uterine bleeding, which was poorly controlled on medication. The plaintiff continues to suffer from heavy bleeding and anemia caused by the implantation of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2007: results: bilateral fallopian tubes had occluded. Ultrasound scan vagina on (B)(6) 2007: results: evaluation of dysmenorrhea: no evidence of fibroid. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: events pain and abnormal bleeding were added. Anemia updated to anemia from chronic blood loss. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('heavy uterine bleeding') in a 44-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia"), 6 years after insertion of essure (ess205). On (B)(6) 2016, the patient was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), iron deficiency anaemia ("anaemia") with fatigue, dysmenorrhoea ("dysmenorrhea"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding"). The patient was treated with norethisterone acetate (aygestin) and surgery (diagnostic hysteroscopy and endometrial ablation). Essure (ess205) treatment was not changed. At the time of the report, the uterine haemorrhage, iron deficiency anaemia, dysmenorrhoea and menorrhagia had not resolved and the uterine leiomyoma, pelvic pain and genital haemorrhage outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, iron deficiency anaemia, menorrhagia, pelvic pain, uterine haemorrhage and uterine leiomyoma to be related to essure (ess205). The reporter commented: the plaintiffs post-procedure course has been marked by heavy uterine bleeding, fatigue and anemia. On or around (B)(6) 2013, the plaintiff underwent a transvaginal ultrasound to evaluate her complaints of dysmenorrhea. The ultrasound showed no evidence of fibroids. On or around (B)(6) 2013, the plaintiff presented for an office visit with complaints of two months of menorrhagia. She continued to complain to her medical providers of abnormal menstrual cycles and abnormal uterine bleeding. On or around (B)(6) 2016, she underwent a diagnostic hysteroscopy and endometrial ablation to treat her abnormal uterine bleeding, which was poorly controlled on medication. The plaintiff continues to suffer from heavy bleeding and anemia caused by the implantation of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: bilateral fallopian tubes had occluded. Ultrasound scan vagina - on (B)(6) 2007: results: evaluation of dysmenorrhea: no evidence of fibroid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abnormal uterine bleeding ('heavy uterine bleeding') in a 40-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2013, the patient experienced heavy menstrual bleeding ("menorrhagia"), 6 years after insertion of essure (ess205). On (B)(6) 2016, the patient was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced abnormal uterine bleeding (seriousness criteria medically significant and intervention required), iron deficiency anaemia ("anaemia") with fatigue, dysmenorrhoea ("dysmenorrhea"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding"). The patient was treated with norethisterone acetate (aygestin) and surgery (diagnostic hysteroscopy and endometrial ablation). Essure (ess205) treatment was not changed. At the time of the report, the abnormal uterine bleeding, iron deficiency anaemia, dysmenorrhoea and heavy menstrual bleeding had not resolved and the uterine leiomyoma, pelvic pain and genital haemorrhage outcome was unknown. The reporter considered abnormal uterine bleeding, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, iron deficiency anaemia, pelvic pain and uterine leiomyoma to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: the plaintiffs post-procedure course has been marked by heavy uterine bleeding, fatigue and anemia. On or around (B)(6) 2013, the plaintiff underwent a transvaginal ultrasound to evaluate her complaints of dysmenorrhea. The ultrasound showed no evidence of fibroids. On or around (B)(6) 2013, the plaintiff presented for an office visit with complaints of two months of menorrhagia. She continued to complain to her medical providers of abnormal menstrual cycles and abnormal uterine bleeding. On or around (B)(6) 2016, she underwent a diagnostic hysteroscopy and endometrial ablation to treat her abnormal uterine bleeding, which was poorly controlled on medication. The plaintiff continues to suffer from heavy bleeding and anemia caused by the implantation of the essure device. Right: 2 coils were identified at the ostium, four coils were noted at the left ostium diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: bilateral fallopian tubes had occluded. Ultrasound scan vagina - on (B)(6) 2007: results: evaluation of dysmenorrhea: no evidence of fibroid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2021: mr received. Patient¿s middle name initial, date of birth, race, reporter information added. Rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced a heavy uterine bleeding. This event is anticipated in the reference safety information for essure. She underwent an endometrial ablation and coils were not removed. Changes in bleeding pattern, including heavy and unscheduled bleeding may occur with consumers under essure use. This particular, patient was diagnosed with uterine fibroids approximately 6 years after essure insertion which can be an alternative explanation for her heavy bleeding. However, based on a positive temporal relationship, causality between the event heavy uterine bleeding and essure use cannot be totally excluded. Other nonserious events were also reported. This case was regarded as incident since intervention was required (endometrial ablation). A product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded. No active follow-up is allowed and further information is expected only through litigation process.